Event description:
The initial reporter called and stated that they have been experiencing slow performance during clinic hours, and they have found in many cases that the backups were running during clinic hours.

Manufacturer narrative:
This is a remote data backup service and there is/was no operator. The device is software and was evaluated remotely, but was not returned to the MFR. Tests were run to substantiate issues related to the guardian backup service running during clinic hours because data backup was not completed in the allotted timeframe. There is a potential that some data was not completely backed up. The device was evaluated remotely on. This is not a single use device. Device was evaluated remotely.